Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient discovered a leak in the tubing of a disposable cassette. The patient was connected at the time of the event. The patient stated there was a leak from a hole close to where they connect to the cassette. The leaking solution did not come in contact with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.